Manufacturer narrative:
A partial lead with the connector pins measuring 11.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during device replacement, fluoroscopy revealed externalized conductors on the rv lead. No electrical anomalies were noted. Lead was capped and replaced. Patient condition was well after the event.